Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation procedure to treat an atrial fibrillation a farawave ablation catheter was selected for use. It was reported that during preparation; after flushing the catheter, it was connected a dripline to flush port. In an attempt to remove bubbles in the tube by maneuvering the dripline attached, the flush port tubing detached from the catheter handle. The catheter was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
Upon device return and inspection, it was observed that the flush line connector was detached from the catheter. The reported event was confirmed.

Event description:
During a pulmonary vein isolation procedure to treat an atrial fibrillation a farawave ablation catheter was selected for use. It was reported that during preparation; after flushing the catheter, it was connected a dripline to flush port. In an attempt to remove bubbles in the tube by maneuvering the dripline attached, the flush port tubing detached from the catheter handle. The catheter was replaced, and the procedure was completed without patient complications. The device has been returned.